Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no known clinical factors that could have contributed to this event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of controller fault alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a leaky diode on the automatic power switch circuit of the controller, which likely contributed to the event. An internal investigation has been opened to evaluate these types of events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had a controller fault alarm, f3:sys_uic_aps_fail. It was further reported that it happened when the backup battery was switching from 97% to 96%. There was no patient impact as a result of the controller issue. The controller was replaced from the hospital stock. The issue was resolved after the controller was replaced.